Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-06041 . It was reported that the patient's system diagnostics recorded low impedances on the lead, upon further investigation it was discovered the leads had migrated. As a result, the patient was experiencing ineffective stimulation. Surgical intervention took place where the drg system was explanted and replaced to address the issue. The ipg was end of life and met longevity and therefore was electively replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event estimated.